Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5094555) on (B)(6) 2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), menstruation irregular ("irregular periods "), abdominal distension ("bloating"), back pain ("back pain") and vision blurred ("blurry vision"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, arthralgia, menstruation irregular, abdominal distension, back pain and vision blurred outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, menorrhagia, menstruation irregular and vision blurred to be related to essure. Amendment: the report was amended for the following reason: due to internal review it was detected that the reporter was a physician (not the patient), record was medically confirmed, patient's initials were not reported. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5094555) on 10-jun-2020. The most recent information was received on 10-jun-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), menstruation irregular ("irregular periods "), abdominal distension ("bloating"), back pain ("back pain") and vision blurred ("blurry vision"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, arthralgia, menstruation irregular, abdominal distension, back pain and vision blurred outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, menorrhagia, menstruation irregular and vision blurred to be related to essure. Amendment: the report was amended for the following reason: this is duplicate case (B)(4) of essure case (B)(4), it will go as deletion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094555) on 10-jun-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), menstruation irregular ("irregular periods "), abdominal distension ("bloating"), back pain ("back pain") and vision blurred ("blurry vision"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, arthralgia, menstruation irregular, abdominal distension, back pain and vision blurred outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, menorrhagia, menstruation irregular and vision blurred to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.